Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) displayed comm loss on all tiles then spontaneously rebooted. Upon reboot only 8 tiles were displayed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) displayed comm loss on all tiles then spontaneously rebooted. Upon reboot only 8 tiles were displayed. Technical support (ts) walked the bme through enabling the dual screens. From there they added the devices back to the cns. No patient harm was reported. Investigation summary: technical support determined that the cns had lost or reverted its display configuration following the reboot. The dual-screen setting was disabled, resulting in an incorrect number of displayed tiles. Technical support guided the customer through re-enabling the dual-screen configuration and re-adding the devices to the cns. Normal operation was restored. The root cause was a configuration change/reset following a system reboot, not a hardware malfunction. The root cause of the comm loss and the reboot could not be determined. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/15/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 10/23/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 10/30/2025 emailed the bme for the information in the ni list above: no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) displayed comm loss on all tiles then spontaneously rebooted. Upon reboot only 8 tiles were displayed. Technical support (ts) walked the bme through enabling the dual screens. From there they added the devices back to the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. .

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) displayed comm loss on all tiles then spontaneously rebooted. Upon reboot only 8 tiles were displayed. No patient harm was reported.